Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) of a clinical study reported the patient experienced painful stimulation on (B)(6) 2014 following an injection. The patient also experienced pain with high levels of stimulation. The patient was scheduled for reprogramming, but they missed their appointment. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure or programming. No action was taken. The issue resolved without intervention. The indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.